Manufacturer narrative:
Suspected lot # r21b23144. Suspected lot # r21k08024. Suspected lot # r21d20096. Suspected lot # r21d21110. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set detached from a cannula which resulted in a blood leak. This was further described as the device ¿had been inserted into a cannula, then covered with tape or tegaderm; the luer-stem or collar subsequently became detached from cannula¿. This was observed during a patient infusion and the luer stem also became clotted off. As a result, the clinician removed or discarded and re-inserted a new device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the suspected lot r21b23144 was manufactured on february 23, 2021 to february 24, 2021. H4: the suspected lot r21k08024 was manufactured on november 09, 2021 to november 10, 2021. H4: the suspected lot r21d20096 was manufactured on april 20, 2021 to april 21, 2021. H4: the suspected lot r21d21110 was manufactured on april 21, 2021 to april 22, 2021. H10: a batch review was conducted for the suspect lots and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.